Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision, bi-lateral, asr hip resurfacing system (left); asr xl acetabular system (left), reason(s) for revision: component loosening, pain, dislocations (not arising from traumatic event). Date of revision: (B)(6) 2011 - incorrect see below see (B)(4) for right hip revision. Update: revision date confirmation received (B)(4) 2012. The surgeon made a mistake in scf for the left hip, the correct day of revision is (B)(6) 2012. There was no revision on (B)(6) 2011. Update (B)(6) 2015: updated to cross reference with com (B)(4) for right hip updates. Queried component loosening, added manufacture and expiry dates for products. Taken from claimsuite update (B)(6) 2015. Update (B)(6) 2015: updated cup as the loosening component. Taken from reply to 3rd request for information.